Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Uni-cp travel set lot u079 was used by a facility in the (B)(6) with missing plates and screws. The surgeon had to use different length screws than he requested during this foot surgery. This caused a delay in surgery of 15 minutes. There was no pt injury reported. Add'l clinical info was requested but not received at the time of this report.